Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 100% stenosed right coronary artery. After pre- dilatation was performed with a non-abbott balloon catheter, the 2.25x12 mm nc trek was advanced to a lesion; however, during the first inflation the balloon was ruptured at 10 atmospheres. No resistance was felt during advancement of the balloon catheter to the lesion. A non-abbott balloon was used to complete the procedure without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue; guide cath: launcher 6fr sal 0.75. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.